Event description:
A report was received that the patient's charger would not couple with the generator. The patient will undergo a procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient was able to charge the ipg. There will be no further course of action.

Event description:
A report was received that the patient's charger would not couple with the generator. The patient will undergo a procedure wherein the ipg will be relocated.